Event description:
It was reported that the doctor just took out a calaxo from 2006. No bone in the hole; pain. Sales rep was positive that the doctor countersinks all his screws. No other info is available for this incident.

Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.